Event description:
Customer called regarding 2 mph3540 meters. They stated that within last 1-2 weeks, both meters have stopped turning on completely. They have changed the batteries and tried a new bottle of test strips, with no improvement. Looking to get replacement meters sent. Could not resolve.

Manufacturer narrative:
Customer called regarding 2 mph3540 meters. They stated that within last 1-2 weeks, both meters have stopped turning on completely. They have changed the batteries and tried a new bottle of test strips, with no improvement. Looking to get replacement meters sent. Could not resolve. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.